Manufacturer narrative:
The lot number was reviewed for complaint trend, nonconforming report and CAPA. Devices met specification prior to release. No trends were noted for complaints and there were no nonconforming reports or capas that were confirmed in veeva to be associated. B3: estimated date.

Event description:
According to the available information, the titan only deflates about 20%. The device was cycling well until about jan/february of this year (2024). It looks great inflated - straight, firm, girthy, tips right in the base, and patient using it for sexual activity; however, it cannot be fully deflated. The pump can be pumped 2-3 times to achieve max inflation, but then the device is only able to deflate about 20%. Reservoir was placed through the right inguinal ring in standard fashion. The patient has declined further surgery. The doctor told him to try to massage the area (can feel the tubing going into his inguinal ring) and really keep trying to deflate it, but also told him that if the reservoir was folded up and a pseudocapsule has formed that may not help.